Event description:
It was reported that upon experiencing inappropriate therapy the patient presented to the emergency room where upon a merlin on demand transmission was initiated by the health care providers in the emergency room. Review of the electrograms confirmed the presence of inappropriate therapy as the algorithms appeared to have misdiagnosed the patient¿s situation. No further information was available.